Event description:
This lead was explanted due to dislodgement. Lead has not been replaced due to vein occlusion.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated damages at the leads proximal part. At the is-1 connector, the modules of the inner and outer coils were found separated from each other. The inner coil was found severely deformed in this area. Based on the characteristics of these findings, it is reasonable to assume that these damages occurred due to tensile forces applied during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.